Manufacturer narrative:
In house testing was performed on (B)(6) 2010 with the device passing. Device will be shipped to the manufacturer for further investigation. Associated accessory device: act monitor, model # com001, serial # (B)(4).

Event description:
On (B)(6) 10, the pt notified lifewatch that the skin under the white lead electrode was burned.